Event description:
It has been reported to philips that, fluro is not functioning. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not functioning. During troubleshooting, fse identified that ippc image disk not detecting, and the cause of the issue was with ippc and motherboard connection. Fse reconnected the hard disk of ippc to motherboard and installed the operating system and application, the system was returned to use in good working order. The codes were updated based on the investigation outcome.